Manufacturer narrative:
One controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event was confirmed via visual inspection. Analysis of the device revealed that the device failed to meet specifications; the device failed visual inspection due to port 1connector was found loose from controller housing with the o ring gasket missing. Additionally, the controller port 2 connector was found loose with the o ring gasket displaced. The confirmed malfunction is related to the reported event. A possible root cause of the loose connector may be attributed to a shift in the manufacturing process; heartware has opened an internal investigation to address the of controller loose internal component. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. The instructions for use and patient manual include a warning to keep a spare back up controller available at all times and outlines that if there is a controller failure, the controller should be switched to the back-up controller. The steps for exchange of devices are also outlined.  It further warns that damaged equipment should be reported to the manufacturer and inspected. The submission of this report or related information to the FDA, and its release by FDA, does not reflect a conclusion by the party submitting this report or the FDA that the report or related information is an admission that the manufacturer, their employees, or the device caused or contributed to the reportable event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that a loose power connector (port 1) found during smr upgrade. The controller was replaced. The patient tolerated the exchange without any issues.